Event description:
It was reported that patient was revised on a knee. Removal of total knee and replaced with revision components. Implants were loose.

Manufacturer narrative:
Reported event: an event regarding loosening involving a scorpio femoral component was reported. The event could not be confirmed. Method and results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because no medical records were provided for review and the product was not returned for inspection. No further investigation is possible at this time. Additional information such as product return and patient medical records would be required for further review. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a knee. Removal of total knee and replaced with revision components. Implants were loose.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.